Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that the device was placed inside the operation room with the fan positioned away from the patient. The customer reported that the device was taken out of service in (B)(6) 2018. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system was found to be contaminated with non-tuberculous mycobacterium. There is no known patient involvement.